Manufacturer narrative:
Analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, the reported allegation is confirmed. A distal circumferential fracture has the potential for forward firing. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during the procedure there was intraoperative dislodgement. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned device identified a circumferential fracture. The potential for forward firing exist.